Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with corroded battery inside the battery tube, pillowing keypad overlay and cracked case behind the pump at the battery compartment during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/12/2022 to 09/15/2023 there was no data available to verify unexpected alarms/suspends and bolus/basal delivery for the event date of 01-jun-2022. In further full review found two no delivery alarms in the pump history on (B)(6) 2023 14:18:10.000 and 20:54:00.000 during bolus deliveries. Also, one pump error 38 alarm on (B)(6) 2023 at 15:26:00.000. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. No ¿no delivery alarm¿ or pump error 38 alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (23.7 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer alleged for no delivery/insulin flow blocked alarm was not confirmed. Pump error 38 alarm confirmed in the pump history, problem isolated to the motor assembly. Pump received with corroded battery tube threads during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia, diabetic ketoacidosis and was treated with hospitalization. Troubleshooting was performed and found the pump had an insulin flow block. It was unknown whether the customer was using the insulin pump system within 48 hours and whether the auto mode/smart guard feature was active at the time of the high blood glucose event. The customer got no motor movement or negligible movement, retries to free a stuck motor failed (pump error 38). The customer was able to successfully clear alarm and was able to complete rewind. The customer reported during the basal delivery alarm occurred. Assisted the customer with performing a self-test and the test was passed. No further patient complications were reported. The customer will discontinue insulin pump use and revert to the backup plan as per health care professional instructions and the insulin pump will be returned for analysis.